Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a system controller screen that went black was unable to be confirmed. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis. Upon powering on the controller, the lcd was lighter than typical; however, the screen was still functional. The system controller passed all functional testing and operated as intended throughout functional testing. The returned controller¿s lcd was replaced with a known working lcd. The system controller was connected to power and the test lcd was observed to be at a normal brightness, isolating the issue to the returned lcd. The controller lcd turning black was unable to be reproduced throughout all of testing. Per the provided information, there was no alarm associated with the event and the patient was changed to the backup controller. A root cause for the reported event was unable to be conclusively determined through this analysis; however, the observed atypical lcd may have contributed to the event. Heartmate 3 patient handbook, rev. D, section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU), rev. C, under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. These sections also inform the user to perform a daily self-test to check the audible and visual alarm indicators on the user interface, as well as the status of the backup battery. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of a system controller screen that went black was unable to be confirmed. The heartmate 3 system controller (s/n: (B)(4)) was not returned for analysis. Per the provided information, there was no alarm associated with the event and the patient was changed to the backup controller. No photos or additional documents were submitted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's heartmate 3 system controller screen malfunctioned and went black. The patient 's controller was exchanged.